Manufacturer narrative:
Concomitant medical products: product ID: 37642, serial#: (B)(4), product type: programmer. Other relevant device(s) are: product ID: 37642, serial/lot #: (B)(4), UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for essential tremor and movement disorders. It was reported that the patient programmer (pp) was broken and unable to power up. It was stated that the display was very dark even with new batteries. The pp had not been dropped or gotten wet. The patient had changed the batteries 3 times, and the battery compartment did not look damaged. It was noted the patient was having tremors. A replacement pp was sent. No further patient complications have been reported as a result of this event.